Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with moderate calcification, mild tortuosity and 90% stenosis. Pre-dilatation was performed with a 3x12 mm semi-compliant balloon and the 3.5x48 mm xience skypoint stent was implanted at 12 atmospheres. The stent was then post-dilated using a 4x8 mm non-compliant balloon at 16 atmospheres. A proximal edge dissection was noted. Another xience skypoint stent was used to treat the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.